Event description:
It was reported that during an idiopathic vt procedure a mild to moderate pericardial effusion occurred. The physician stated that during ablation he heard a steam pop. The patient's blood pressure began to drop. The physician spoke to the patient for approximately 10-15 seconds before she passed out. Chest compressions were administered. Ultrasound confirmed the effusion. Pericardiocentesis was performed to drain fluid from around the heart, then the patient's blood pressure rose back. The patient was stable and that she was observed overnight, and had fully recovered. It was stated that the event was procedure related.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, (B)(4); cool flow irrigation pump, model #: m-5491-02, (B)(4); stockert rf generator, model #:m-5463-01, (B)(4); c3 external reference patch, model #: crefp6, lot #.: ll033011; coolflow tubing set, model #: cft001, lot #.: c66041. The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. There was no failure with the bwi systems. The customer declined system service. (B)(4).